Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c93ej, serial/lot #: (B)(6), ubd: 15-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted during the endovascular treatment of a 54mm aaa . It was reported that during the index procedure the etuf2814c102ej was selected in consideration of hemodynamics and was placed directly under the renal artery. The endurant limb etlw1616c93ej was placed under the cia landing zone. Touch-up was completed and a confirmation contrast study was performed where contrast agent flowed to the right cia at an early stage during the confirmatory contrast study and t1ael was suspected. However, because the contrast imaging into the aneurysm was quite slow, it was determined that there was a high possibility of a iiia endoleak. Intervention was perfomed by implanting etlw1616c82ej to reline. At this time, the overlapping portion of the aui leg (93 mm long) was 3 cm, but the additional leg was set to 4 cm. After the limb was added, the endoleak disappeared. Per the physician the cause of the endoleak was due to the patient's anatomy due to the calcification and stenosis in the ta-cia. It was said the skeleton of the additional leg may have collapsed inward, and it is possible that the length of the landing was not removed beyond the appearance. No additional clinical sequalae were provided and the patient is fine.